Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard xp tibial bearing right medial #195787, lot #537920; vanguard xp interlok femur #195206, lot #89500; vanguard xp interlok pri tibial tray #195759, lot #481970. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: vanguard xp tibial bearing right medial - 0001825034-2017-08047. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bearing exchange approximately 1 year post initial right knee surgery due to intra-articular scar. The patient is reportedly lost to follow up from the date of revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.